Event description:
N/a.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) was showing low battery voltages message and battery empty indicator on the display. There was no patient involvement or adverse events reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the machine thoroughly and verified the battery voltages, which are found ok. Observed that battery indicator still showing empty batteries and low battery voltages error on the display. Required power supply assembly for testing purpose. Further diagnosis will be done after replacement of the same.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) showing low battery voltages message and battery empty indicator on the display. There was no patient involvement.